Event description:
The reporter stated that the parent did meter to lab comparison tests, minutes apart. Parent's meter (capillary test) read 140 mg/dl, and the venous lab test result was 110 mg/dl. Parent did not have any symptoms. A control test (using unopened but expired control solution) was out of range. Using new vial of test strips, had an in-range result. On followup, the reporter stated cleans parent's meter, and checks the confirmation dot. The technique of applying blood is inaccurate. No harm was alleged.